Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no compalint received with return of device. Failure event observed during analysis.final analysis found four insulation abrasions exposing the outer coil. The abrasions resulted from constant friciton with another implantable device.(B)(4).